Manufacturer narrative:
H6: investigation summary: bd received 2 samples from catalog 362753, lot number 0352822 for investigation. The samples were evaluated by visual examination and the indicated failure mode for glass breakage with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to glass breakage as all samples met specifications. A review of the device history record for the incident of glass breakage on (B)(6) 2021 could not be conducted as the lot number was not provided. Based on a review of the device history record for the incident lot 0352822, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that 2 bd vacutainer® cpt¿ cell preparation tubes with sodium heparin had a cracked tube. The following information was provided by the initial reporter: "material no. 362753, batch no. 0352822. It was reported that two tubes cracked while centrifuging. Customer called that while the centrifuge was ramping up, two out of 6 tubes cracked in the centrifuge. Date of event was (B)(6) 2021. This happened previously (B)(6) 2021 with unknown lot, same reference number. Customer will get the lot number from the tubes that cracked on (B)(6) 2021. Samples can be send in for investigation. No photos taken at time. Centrifuge info- rcf 1500, shattered on the ramp up on 100 rcf. 26-feb-2021: bd tech (B)(4), - "spoke with the customer. She stated that the tubes cracked at ramp up speed of 1000 rcf. The centrifuge is a thermofisher sorvall, model 6000, and she had the calibration checked. She will call them to see if they are a longer holder. She stated that the tubes are about 1/4 inch sticking out of the tube holder. The lot # is 0352822, exp 2021-23-31. She will send back some samples when she receives the return label."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer¿ cpt" cell preparation tubes with sodium heparin had a cracked tube. The following information was provided by the initial reporter: "material no. 362753, batch no. 0352822. It was reported that two tubes cracked while centrifuging. Customer called that while the centrifuge was ramping up, two out of 6 tubes cracked in the centrifuge. Date of event was (B)(6) 2021. This happened previously (B)(6) 2021 with unknown lot, same reference number. Customer will get the lot number from the tubes that cracked on (B)(6) 2021. Samples can be send in for investigation. No photos taken at time. Centrifuge info- rcf 1500, shattered on the ramp up on 100 rcf. 26-feb-2021: bd tech (B)(6), - "spoke with the customer. She stated that the tubes cracked at ramp up speed of 1000 rcf. The centrifuge is a thermofisher sorvall, model 6000, and she had the calibration checked. She will call them to see if they are a longer holder. She stated that the tubes are about 1/4 inch sticking out of the tube holder. The lot # is 0352822, exp 2021-23-31. She will send back some samples when she receives the return label."